Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported suction problems and difficult to remove connecting plugs when exchanging new cassette. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A other health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
All of the returned tubing manifolds, to include the administration, probe, auxiliary, and infusion tubing sets were cut and the cassette connectors were also cut-off and therefore a full evaluation of the fluidic management system (cassette/tubing) could not be performed. The returned cassette was tested with tubing sets from labstock and the cassette could prime and pass intraocular pressure (iop) calibration successfully. All of the labstock tubing sets could fully engage with each cassette port during testing of the returned cassette. No anomalies were observed. It is important to remind the customer to return the product associated with the event undamaged. Additionally, the customer should be reminded the cassette surgical pack is single-use for one patient only. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be confirmed as the returned product was damage upon return. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Another health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.